Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged for 15 minutes at 3000 rpm. The customer aliquoted sample prior to testing. The customer retested all samples of elevated accutni results during this event. The customer stated the instrument performance was not questioned until the alternate facility obtained a troponin result within the normal reference range. Service was on site on (B)(4) 2011 and performed a preventive maintenance. The field service engineer (fse) verified ultrasonics, alignments and transducer voltages. The fse performed a system check and a high sensitivity system check. Both met the specifications. A definitive root cause for this event has not been determined.